Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission and multiple episodes of non- sustained lead noise (nsln) were observed. Review of the strips showed that the nsln episodes were triggered by a bundle branch morphology. Device was reprogrammed and remains implanted.